Event description:
At initiation of hemodialysis treatment, a leak was found at a corner of the pressure pillow on arterial blood line. A new bloodline was set up and treatment resumed with no further problems. No pt injury or medical intervention is reported. MDR is filed for estimated blood loss of 145cc.